Event description:
Add'l info rec'd from MFR 8/19/03: repair request: surgeon requested replacement with new instrument. Improper use: instrument appears to have been over powered by user. This instrument was made as a special request from the surgeon. As co was not allowed to evaluate the physical instrument. It is unable to determine the use, or sharpening history. The instrument appears from the photo copy that the delicate tip was over powered by the user. Please note that this is a custom-made device for the individual surgeon.

Event description:
The pt was diagnosed with progressive, severe l5 radiculopathy and was undergoing spinal surgery in 2003. During the procedure, the surgeon noted that, while using the angled ring curette, its tip "snapped" off, but he was able to retrieve the fragments. No remnant of the defective instrument remained in the surgical wound. The pt was not placed at risk of harm, nor was the length of the surgery extended because of this event. The defective instrument and its loose fragments (about 3/4 -inch in length) were sent to risk management for safekeeping.